Event description:
In the past few years pt has developed throbbing ache in both breasts, more pronounced and deeper in left breast. She also has experienced heat and tingling pinpoints of pain. She also developed circulatory problems in her legs and arthritis in her knuckles to a mild degree. She has stress and is on zantac and donnatal for irritable bowel syndrome. Her main concern is the breast pain. It appers to be getting worse and more constant. She would like them replaced. Her breasts feel as if they are burning and then the pain shoots to the nipples. She has a constant ache in her left breast that feels as if it is deep.